Manufacturer narrative:
The customer¿s report that a leak was noted at the silicone segment was confirmed. Visual inspection of the set noted a tear at the top of the silicone segment. No other anomalies were noted. Functional testing was deemed unnecessary due to the separation of the upper fitment. The source of the leak is due to a tear in the silicone pump segment near the upper fitment. The root cause of the tear damage could not be determined.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿IV tubing connected by nurse m patient's room after a few minutes of running IV fluid, nurse noticed puddle of fluid on floor dripping from tubing upon further inspection, a tear m the IV tubing was noted **tear m the distal part of the tubing (soft area) right after the blue chamber**" an incomplete date of event of (B)(6)2019 was provided. It was reported that the user started a peripheral IV, initiated a new tubing attached to normal saline bag when the roller clamp was activated to initiate the infusion a leak was noted at silicone segment . The event occurred in the medical-surgical unit.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿IV tubing connected by nurse m patient's room after a few minutes of running IV fluid, nurse noticed puddle of fluid on floor dripping from tubing upon further inspection, a tear m the IV tubing was noted. Tear m the distal part of the tubing (soft area) right after the blue chamber. An incomplete date of event of (B)(6) 2019 was provided. It was reported that the user started a peripheral IV, initiated a new tubing attached to normal saline bag when the roller clamp was activated to initiate the infusion a leak was noted at silicone segment . The event occurred in the medical-surgical unit.